Event description:
Nurse performing a therapeutic plasma exchange procedure on an as104 blood cell separator noticed red cells in the plasma waste bag indicating plasma hemolysis. Only the pressure alarm sounded during the procedure. The hemolysis alarm detector alarm did not sound. The nurse stopped the procedure and did not reinfuse. The pt had no further problems. Nurse commented that albumin with penta starch being used experimentally as replacement fluid.